Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), genital haemorrhage ("gen. Abnormal bleeding"), autoimmune disorder ("autoimmune disorder"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract infection, genital haemorrhage, autoimmune disorder, psychological trauma and post procedural complication outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ pelvic pain, autoimmune disorder, general. Abnormal. Bleeding, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 05-may-2020: pfs received-event injury updated to pelvic pain. New events autoimmune disorder, general. Abnormal. Bleeding, uti, psych injury, post removal complication were added,new reporter were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.